Event description:
It was reported by the affiliate that a 4mmx4cm powerflex pro balloon catheter burst at 7-8 atmospheres (atm) during its first inflation. Therefore, the device was removed intact from the patient and another device was used to successfully complete the procedure. There was no patient injury reported and the device will not be returned for analysis. The target lesion was the left superficial femoral artery (sfa). The lesion had heavy calcification and no tortuosity. The rate of the stenosis is unknown. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally. The brand of contrast media and contrast to saline ratio used is unknown. An unknown indeflator was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The device did not kink during use.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during initial inflation, a powerflex pro 4mmx4cm balloon catheter burst at seven to eight atmospheres. There was no patient injury reported. The target lesion was the left superficial femoral artery (sfa) with heavy calcification and no tortuosity. The rate of the stenosis is unknown. The device was removed intact from the patient and another device was used to successfully complete the procedure. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally. The brand of contrast media and contrast to saline ratio used is unknown. An unknown indeflator was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The device did not kink during use. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported balloon burst at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavy calcification) which may have contributed to the difficulty experienced by the customer. Neither the DHR nor the event description suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.